Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, the camera head had a blurry image. The issue occurred during an unspecified procedure. There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
Updated fields: d8, h3-device evaluated by mfg. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was not confirmed. A device history review was completed, and no issues were identified. Based on the results of the investigation, no problem detected. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head had a blurry image. The issue occurred during an unspecified procedure. There were no reports of patient injury or harm associated with this event.